Manufacturer narrative:
No frozen screen or button error alarm noted. The device had an intermittent esc and act buttons response due to corroded keypad traces. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed button error. The customer's blood glucose level was 8.8mmol/l at the time of the incident. It was reported that the screen also froze while trying to bolus. It was reported that the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.